Event description:
Meter name: one touch basic enhanced. Strip name: lifescan one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: no symptoms. A pt reported that the pt went to the ER and rec'd treatment. The pt's meter allegedly was inaccurately low. The results on the pt's meter were 4, 40, 20 (unit of measurement unknown) the result on the ER meter was unknown. The time difference between pt's meter and ER meter is unknown. Treatment at the ER was unknown. Customer was storing the strips out of the bottle and placing in an envelope. No further info has been reported.